Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements, as noted in the remote monitoring system. Pacing threshold measurements had also increased. Technical services reviewed the available data and noted there were frequent nonsustained episodes showing noise, oversensing, and pacing inhibition. A note was found in the remote monitoring system indicating the patient had suffered a fall; therefore, lead impairment was suspected. The field representative reported the patient was seen in the clinic for a device check and a lead revision procedure had been scheduled. No adverse patient effects were reported. The device and lead remain implanted and in service pending a lead revision.